Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing. Ref. Related mfgr. Report #  2015691-2019-01174.

Event description:
As reported by the edwards affiliate in (B)(6), during a trans-subclavian tavr procedure, during insertion of the delivery system through the axela sheath, the sheath broke (separated from the proximal plastic hub to the expandable sheath).  A second attempt with another axela sheath was made but was unsuccessful.  Upon removal, both axela sheaths appeared to be broken in two pieces with notable damaged to the middle section.   A third attempt was then made but with a 16fr expandable sheath but it was also unsuccessful. The valve was not implanted.  Surgical intervention (savr) was proposed but was refused by the patient at the time.  The patient was noted to be in good condition at the conclusion of the case.  The patient¿s minimum luminal diameter measured 5.7mm.  The vessel was noted to have low calcification and standard tortuosity.  Note: this description pertains to the second axela sheath used.

Manufacturer narrative:
The axela sheath was returned to edwards lifesciences for evaluation.  Visual inspection of the device revealed twisted/bunching on the outer jacket just distal to strain relief, six (6) folds - 5.75", 5", 3", 2.75" 2.5" and 2" from the bilayer, an unexpanded tip, stretching of the outer jacket on the proximal end and outer jacket material present in the housing.  Due to the nature of the complaint, no dimensional or functional inspections were able to be performed.  Imagery was provided to edwards lifesciences for review.  The imagery provided by the site showed the sheath inside the patient where a large kink in the sheath can be noticed.  There was also a picture of the sheaths used after the procedure with the housings being separated from the sheaths.  A large kink in the sheath was seen inside the patient.  The sheaths were observed to be separated from the housings.  During manufacturing, the axela sheath (device and components) underwent multiple 100% inspections.  The tests/inspections performed included the patch bonding, inner member proximal bond, outer jacket assembly, shaft seal bonding, outer jacket loading on inner member, proximal flaring, shaft pre-conditioning, axela shaft inspection procedure, sheath shaft to housing bond, and axela sheath final inspection.  Furthermore, each manufacturing lot was required to undergo product verification (pv) testing under a sampling plan before the final release.  All samples passed pv testing.  The inspections and test described above support that proper inspections of the devices were in place to detect issues related to the complaint events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  A lot history review was performed and revealed other complaints relating to ¿sheath shaft- resistance with delivery system, bc¿, ¿sheath housing, hemostasis valve- separated¿.  The events that were investigated for ¿sheath shaft ¿ resistance with delivery system, bc¿ were unable to be confirmed due to the lack of the device return or device imagery from the procedure site.  No manufacturing non-conformances were identified.  No other complaints relating to ¿outer jacket ¿ bunching¿ were identified. A review of the complaint history from april 2018 to march 2019 revealed other returned complaints for ¿sheath shaft- resistance with delivery system, bc¿, ¿outer jacket bunching¿ and ¿sheath housing, hemostasis valve- separated¿ (model 9630es14).  The axela sheath is a recently commercialized device, and control limits, therefore, have not yet been established.  As such, the post market surveillance plan dictates that complaint trends will be reviewed.  For the ¿sheath shaft- resistance with delivery system, bc¿ complaints, no manufacturing non-conformances were identified.  Review of complaint history revealed more than 3 complaint occurrences per month for the past 3 consecutive months which met the trigger for review.  Complaints initiated from january 2019 to march 2019 were reviewed.  This review revealed complaints in which the valve became stuck and had to be removed, as well as complaints in which the valve encountered resistance but was able to be implanted.  Of the complaints that were related to ¿valve became stuck and unable to be implanted¿, the review revealed no manufacturing non-conformances.  The review did reveal several adverse events associated with several complaints.  This trend will continue to be monitored.  For the ¿outer jacket ¿ bunching¿ complaints, two of the complaints suggested that a manufacturer factor may have contributed to the event.  Review of complaint history did not reveal more than 3 complaint occurrences per month for the past 3 consecutive month which did not meet the trigger for review.  For the ¿sheath housing, hemostasis valve ¿ separated¿ complaints, no manufacturing non-conformances were identified.  Review of complaint history did not reveal more than 3 complaint occurrences per month for the past 3 consecutive months which did not meet the trigger for review. The edwards axela sheath instructions for use (IFU), the edwards sapien 3 ultra thv system IFU, the sheath device preparation manual and the edwards sapien 3 ultra procedure training manual were reviewed for guidance/instruction involving the axela sheath and delivery system usage.  Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.  The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ ¿sheath housing, hemostasis valve- separated¿ and ¿outer jacket- bunching¿ were confirmed based on visual inspection of the returned device.  Investigation of the returned device, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the events.  A review of manufacturing mitigations supports that the sheath had proper inspections in place to detect issues related to the complaint events.  A review of IFU/training materials revealed no deficiencies.  There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.  Training materials indicated that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification.  As mentioned in the description the access vessel diameter was 5.7mm, which is below the recommended 6.0mm.  Small vessel diameters can create more restrictive pathways that can lead to resistance during device insertion. Calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system.  The presence of tortuosity can create challenging pathways that can increase resistance during device advancement.  As evident upon visual inspections of the device, there was a large kink in the sheath, as such the resistance to advance the delivery system can be explained. Additionally, the excessive manipulation applied to overcome the felt resistance most likely lead to the sheath housing becoming separated from the sheath shaft.  The multiple kinks/sheath shaft folds and the outer jacket bunching can also be attributed to the tortuosity/calcification present in the patient and device manipulation, because of delivery system insertion difficulty.  While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint events. No manufacturing or IFU/labeling inadequacies were identified for the reported complaint of ¿sheath shaft ¿ resistance with delivery system, bc¿.  A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification/ tortuosity) contributed to the reported event.  A CAPA has been initiated to include the investigation related to valves becoming stuck in the axela sheath.    No manufacturing or IFU/labeling inadequacies were identified for the reported complaint of ¿outer jacket- bunching¿.  A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification/tortuosity) and or procedural factors (excessive device manipulation) contributed to the reported event.  No corrective or preventative action is required. Sheath housing, hemostasis valve- separated. No manufacturing or IFU/labeling inadequacies were identified for the reported complaint of ¿sheath housing, hemostasis valve ¿ separated¿.  A definite root cause was unable to be determined at this time, but it is possible that procedural factors (excessive device manipulation) contributed to the reported event.  A CAPA has been initiated to investigate and address instances where axela sheath shaft separated from the housing.  In addition, a pra has been initiated to further study the product risk assessment regarding the reported event.